Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name ascenda; product ID 8780 (unknown serial/lot); product type: 0184-catheter; implant date (B)(6) 2018; explant date (B)(6) 2025; brand name ascenda; product ID 8784 (B)(6); product type: 0184-catheter; explant date (B)(6) 2025; brand name ascenda; product ID 8780 (B)(6); product type: 0184-catheter; implant date (B)(6) 2023. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was receiving gablofen 650 mcg/da y 2000mcg/ml via an implantable pump. It was reported that the patient was not getting benefit from pump and catheter. The physician decided to explant and implant new devices. A dye study was performed. There were no known environmental/external/patient factors that may have led or contributed to the issue. The old devices will be returning to medtronic. The issue was resolved. The healthcare provider (hcp) has no further information for medtronic.